Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: 4d tee-guided thrombolysis for mechanical mitral valve obstruction b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "4d tee-guided thrombolysis for mechanical mitral valve obstruction", was reviewed. The article presented a case study of a 17-year-old male patient with a history of rheumatic heart disease. On an unknown date a 25 mm st. Jude mechanical heart valve was chosen for mitral valve replacement. The valve was implanted. On an unknown date the patient experienced a stuck prosthetic mitral valve that responded to streptokinase and was prescribed 5mg of warfarin daily. Approximately 7 years later the patient presented with progressive exertional dyspnea corresponding to new york heart association functional class iii, nocturnal dry cough, and recurrent paroxysmal nocturnal dyspnea for 15 days. Upon admission, transthoracic echocardiography (tte) demonstrated prosthetic obstruction with peak and mean transmitral gradients of 43 and 32mmhg. Cine-fluoroscopy confirmed restricted single-leaflet motion. Transesophageal echocardiography (tee) showed a large thrombus across the prosthetic valve together with pannus arising from the left ventricular side. Thrombolysis was performed with 250,000 units of streptokinase administered over 30 minutes, followed by 100,000 units per hour for 24 hours under close monitoring. Repeat imaging the following showed significant improvement. The patient improved clinically and was discharged. At 3-months follow-up the patient was asymptomatic. \[the primary and corresponding author was pramod gitte, department of cardiology, united ciigma care hospital, aurangabad, maharashtra, india, pramodgitte@gmail.com.]"